Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Customer indicated that the corresponding anion gaps were also lower. The lab re-tested the samples on a different analyzer and na results were about 4 mmol/l higher. The repeated results were reported. No erroneous results were reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 8 hours and qc run at that time. Qc results were consistently within the lab's established ranges. The customer implemented the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse replaced several hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.